Manufacturer narrative:
Corrected data: device not returned. An event regarding pain and loosening involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Right knee surgery in patients after 16 months, pain reported. Hospital patient with double knee replacement, left knee recovered well. About 8 months after, right knee pain appeared and showed to be progressive. There was limited knee flexion and walking; diagnosis resulted in right knee surgery. Intraoperative fracture found in the knee joint gasket column, surgeon removed gasket. There was noted tibia and tibial prosthesis loosening prompting replacement. Joint was implanted with 15 mm gaskets, reset, and checked for flexion activities and joint stability. This completed the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right knee surgery in patients after 16 months, pain reported. Hospital patient with double knee replacement, left knee recovered well. About 8 months after, right knee pain appeared and showed to be progressive. There was limited knee flexion and walking; diagnosis resulted in right knee surgery. Intraoperative fracture found in the knee joint gasket column, surgeon removed gasket. There was noted tibia and tibial prosthesis loosening prompting replacement. Joint was implanted with 15 mm gaskets, reset, and checked for flexion activities and joint stability. This completed the operation.